Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports upon taking off the protective cap, the cannula breaks. The break is occurring closer to the hub, it is not detaching, it is breaking. The customer reported the breakage have occurred straight out of the packages, prior to use.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.